Event description:
The patient reported their blood glucose (bg) level reached 15.8 mmol/l (284 mg/dl), while wearing the pod for 72 hours or longer. When removed from the infusion site (leg), the cannula was found to not have deployed as intended during activation. Treatment information was not provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.